Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call the insulin pump alarmed pump error 130. The pump detected movement in the sensor counts that were unexpected since the insulin pump did not command motor movement. The blood glucose reading was 26 mmol/l. Troubleshooting was conducted for the alarm. The father stated that the insulin pump was in the customer's pocket and so was their cell phone. The customer will try to keep the insulin pump away from the cell phone and monitor the insulin pump. The father did not want to replace the insulin pump because they had recently had it replaced.